Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. 4 application session logs were available. 2 sets of patient data were available in all these sessions. Only one session of them logged too many low performance errors during registration and verify registration tasks. Only passive planar and cranial frame were added to the procedure. And only one magnetic resonance exam was used and trace registration was performed with good registration accuracy. Then many low performance errors were posted to the user: [info ][mnav.qmlgui service][ (B)(6) 2023 16:20:35,176][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) posted low performance warning to user] [info ][mnav.qmlguiservice][(B)(6) 2023 16:20:44,776][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) cleared user-facing low performance warning] [info ][mnav.qmlguiservice][(B)(6) 2023 16:20:50,794][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) posted low performance warning to user] [info ][mnav.qmlgui service][(B)(6) 2023 16:20:54,553][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) cleared user-facing low performance warning] [info ][mnav.qmlgui service][(B)(6) 2023 16:21:00,440][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) posted low performance warning to user] [info ][mnav.qmlgui service][(B)(6) 2023 16:21:05,727][mlguise rvice/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) cleared user-facing low performance warning] [info ][mnav.qmlgui service][(B)(6) 2023 16:21:17,616][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) posted low performance warning to user] [info ][mnav.qmlgui service][(B)(6) 2023 16:21:24,043][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) cleared user-facing low performance warning] [info ][mnav.qmlgui service][(B)(6) 2023 16:21:29,640][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) posted low performance warning to user] [info ][mnav.qmlgui service][(B)(6) 2023 16:21:35,956][mlgui service/src/gfwlogger.cpp:37][truverify_qmltype_974(0x55e0d653d930) cleared user-facing low performance warning] this issue was consistent with the following known software issue. Codes: b01, c10, d18. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the site was setting up for a case a low performance message kept appearing on the system and then it would go unresponsive. There was no patient involvement. For troubleshooting, the representative (rep) stated that they thought there were a lot of patient images loaded for the procedure or too many tools. The site had the standard orthogonal views up. Technical services (ts) recommended removing the patient images from the system that were no longer needed and to also remove any unnecessary tools from the procedure before rebooting the system.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The im aging system then passed the system checkout and was found to be fully functional.  Codes b01,c19,d14 are applicable.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.